Event description:
Pt reported while entering a department store pt feels a jolting sensation and device turns itself on. No report of device explantation and hcp reports the pt did not discuss event with them.